Event description:
It was reported that a spectrum pump failed a flow rate test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed flow rate test' was able to be reproduced. Evaluation found the device to underdeliver with 5.91 and 4.74 percent error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.